Event description:
It was reported that the clear link secondary medication set did not flow. The nurse unclamped the secondary sets line and observed fluid flowing through the line. Later the nurse returned to find that fluid was flowing from the primary set instead of the secondary set. It was noted that the secondary set was found to be clamped. The no flow was identified during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.